Manufacturer narrative:
Corrosion was discovered within the motor assembly.

Event description:
It was reported that the micro sagittal saw heated up. Attempts to obtain additional info were made, but were not successful.